Event description:
A patient was reported as deceased with limited information the patient received an implantable pulse generator (ipg) system approximately one week prior to the death. A cause of death was requested and not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hospital's coroner report indicated the cause of death as an acute myocardial infarction. It was also noted that there were atrial spikes with no capture and ventricular spikes with widening qrs complex and approximately two hours later, the patient was found pulseless and apneic. The hospital also included the patient's past medical history.

Manufacturer narrative:
Attempt(s) for additional information with the physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death is approximate. Product ID: addrs1, implanted: (B)(6) 2013. Product ID: 5076-52, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-45 a proximal portion was received measuring 7 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.